Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence as urethral erosion developed due to forced catheterization. The erosion was diagnosed through flexible cystoscopy. The existing aus was explanted and the patient was set to recover. No additional patient complications were reported.